Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. Procedure name? No further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.